Manufacturer narrative:
Corrected data: e1 (initial reporter and site name), e3. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) maintenance was required. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and determined, the issue was not reproducible. The fse performed a calibration and inspections based on the periodic inspection record sheet.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).